Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4 (UDI) : (B)(4). D11: associated products : item#: 178562; cps short anchor plug 20mm; lot# 608710. Item#: 178544; cps centering sleeve 22mm; lot# 903010. Item#: 178526; cps transverse pin 6pk 28mm; lot# 965300 . Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00479, 0001825034-2020-00480, and 0001825034-2020-00481.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records, which identified patient has audible clicking and radiographs show anchor plug has collapsed with loosening of hardware. During the revision procedure the implant was noted to be frankly loose at its bone interface as it had collapsed down the bone completely. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address tibial component loosening approximately two (2) months post-operatively. Initial operative notes reported that the patient had very thin tibial bone, which required additional cuts for implant placement. Revision operative notes reported that the implant was clearly loose at its bone interface and had collapsed down on the bone completely. The compress device was removed and placed again using five (5) cross pins and loading 600 pounds of compression. A centering sleeve and spindle were also placed to fit the tibia.